Manufacturer narrative:
The hcg reagent lot number is 774930 and the expiration date is 01-jun-2026. The field service engineer (fse) replaced and adjusted the reagent and sample probes and the liquid level detection (lld) board. The fse found that the lld board had the incorrect voltage. The customer performed qc successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Event description:
There was an allegation of questionable elecsys hcg + beta test results for 1 patient sample on a cobas e 411 immunoassay analyzer. On (B)(6) 2024, the initial result was 270 miu/ml with flag, interpreted as positive. The sample was sent to another laboratory to be repeated and the result was negative. On (B)(6) 2024, the sample was repeated on another e411 analyzer and the result was 0.191 miu/ml with flag.